Event description:
Additional information was received on (B)(6) 2011 when it was discovered that the vns patient was scheduled for a full revision surgery on (B)(6) 2011. The manufacturer's consultant reported that the diagnostics prior to surgery were within normal limits and the diagnostics after the replacement surgery were also within normal limits. No breaks in the tubing were noticed during the revision good faith attempts for product return have been made but the explanted product has not been returned to the manufacturer for product analysis to date. An investigation was initiated in response to the identification of aspire generator hardware design issue. As a result of this design issue, a portion of the stimulation output delivered by the generator through the lead to the positive electrode may be unintentionally redirected to the generator-can away from the intended path, i.e., through the vagus nerve and then to the negative electrode. As a result the stimulation current intended for the vagus nerve is less than what is programmed by the physician. In addition, the current diversion may cause a charge imbalance at the lead cathode and generator-can during stimulation. Thus, the device does not meet its design intent. The magnitude of these effects is dependant upon patient programmed settings and physiology. As a result of the charge imbalance, it is possible for localized ph changes to develop leading to pain, inflammation and edema formation. In this instance, though it is possible that a charge imbalance may have been present based upon patient programmed settings, the reported event of painful stimulation does not appear to be related to the m105 design issue because the onset of painful stimulation did not occur until two weeks after the patient's device was programmed on following generator revision surgery. The presence of neck pain, inflammation and swelling/edema that may occur as a result of this generator design issue are expected to be noted shortly, possibly as soon as 24-48 hours, after initiating stimulation at a combination of output currents and on-times that lead to an injected charge that is higher than the electrodes charge storage capacity. Also, the patient's lead had been implanted for approximately 3 years prior to the onset of the painful stimulation, thus there has been ample time for tissue encapsulation, or fibrosis, to develop between and, more importantly, around the electrode and the nerve. The presence of this encapsulation is expected to significantly reduce the diversion of current from the positive electrode to the generator- can due to its resistivity, making the charge imbalance issue negligible. Lastly, patient tolerability issues were present, even when the device was programmed to an output current setting of output=0.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=1.1min. The current diversion/charge imbalance issue associated with this investigation will not occur at these settings.

Event description:
Additional information was received on (B)(6), 2011 when the physician reported that they did not perform x-rays on the patient. Although surgery is likely, it has not yet occurred.

Event description:
On (B)(4) 2011, a vns treating physician reported that the vns patient recently had a prophylactic battery replacement on (B)(6) 2011 and while gardening on (B)(6) 2011, the patient experienced painful stimulation in her neck every time the device stimulated. The patient taped her magnet over the device and was seen by the physician on (B)(6) 2011. Diagnostics were performed which showed results within normal limits, specific results not provided. The physician decreased the patient's output down to 3ma, then 2ma, but the patient still could not tolerate the pain so the device was eventually turned off. The physician is worried that there is something wrong with her vns. There was no trauma or manipulation to the device. The patient was programmed back up to original settings on date of implant. The patient's settings were output=3.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=1.1min. On (B)(6) 2011, the physician performed normal mode diagnostics with patient set to an output of 0.25ma and results were within normal limits with an impedance value of 1677 ohms. The physician then performed system diagnostics and the results were within normal limits with an impedance value again of 1677 ohms. The consultant was concerned because the impedance value remained the same. A copy of the patient's programming history was requested for review by the manufacturer. The programming history was reviewed by the manufacturer and it seems possible that the same impedance measurement could be obtained several times in a row, especially when the diagnostics are performed back to back within a short time frame. Everything in the diagnostic data appears that the device is operating correctly, and the lead impedance value is normal. Clinic notes from the physician were received. The clinic notes were dated (B)(4) 2011 and revealed that with the patient's first vns generator, he never experienced any difficulties and had an excellent response. The physician reports that it is presumed that she has had a lead break that is not able to be picked up running the diagnostics. Even on an output of 0.25ma, the patient still had a severe amount of pain and felt as though his esophagus was closing. The physician reported that the device is disabled and he is referring him for a full revision surgery. Although surgery is likely, it has not yet occurred. When additional information is received, it will be reported.